Event description:
Rptr read the article regarding injuries from circumcision clamps in the october 1 issue of family practice news. Rptr had two cases, both about 6 years ago, where the gomco bell was for 1.1 clamp, the clamp itself was the 1.3 size. In both cases, there was considerable bleeding and stitches needed to be placed to seal the mucosal remnant of the skin. In addition, one of rptr's hosps has two mogan type clamps which open much too far; rptr has consistently refused to use either of these clamps. Rptr now checks every time they do a circumcision to make sure that the gomco bell is the right size for the gomco clamp.